Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient got shocks due to t-wave oversensing via a wide intrinsic morphology. A shock induced ventricular fibrillation. It took another shock to successfully convert the arrhythmia. Technical services recommended some programming options. An office visit found the device had difficulty to capture a template due to the wide morphology. A template was done, and notes were left in the patient's chart to document the morphology changes. There were no additional adverse patient effects. The system remains implanted.